Event description:
It was reported patient experienced discomfort at the ipg site. As such surgical intervention was undertaken on (B)(6) 2024 where the ipg was explanted and leads got fractured while explanting and part of the fragment on each lead is left in the body and it contains the first contact on each lead. Patient is in stable condition.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6 codes corrected.